Event description:
It was reported that the patient had edema at the injection site (right lower quadrant) which resolved. No medical or surgical intervention was reported.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed and found no discrepancies or abnormalities relevant to the complaint. No root cause could be determined as the complaint could not be confirmed. Visual inspection of samples from the same lot were taken from the production line and visually inspected to verify that the spring was not released. No discrepancies were detected. Samples were taken from the same lot from production and tested using the insertion pad to identify any abnormal behavior on the transfer of the site to the pad. No discrepancies were found. Operator of device patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).